Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for motor encoder position error. Customer states that the insulin pump was exposed to high magnetic field during MRI. Customer states that drive support cap was normal. Customer advised to discontinue use of pump and refer to back up plan as per hcp¿s instructions. Customer declined to troubleshoot for high blood glucose. Insulin pump will be return for analysis.